Event description:
It was reported that during a laparoscopic cholecystectomy procedure, some clips scissored when the device was fired on the cystic artery. Some clips were falling out of the jaws that had to be removed with a grasper. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). The analysis results found that one device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device locked out as intended but the orange indicator was visible at 12th firing sequence thus, it over traveled. This finding is not related to the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported via a trial that the lesion was located in the proximal left anterior descending (plad) and a xience v stent 3.0 x 18 was used to treat the in- stent restenosis of an unknown bare metal stent. The bare metal stent had been implanted in (B)(6) 2009 in the plad. The xience stent easily crossed the lesion and was deployed. There was no dissection noted, but a thrombotic aspect was observed to increase and the contrast media flow was noted to be reduced to timi 2. To optimize the stent, a balloon catheter was placed distally to the xience v stent with one inflation at 6 atmospheres. A whisper guide wire was advanced with difficulty and placed after the 1st diagonal branch and a bmw guide wire was placed at the distal lad. Dilatation was performed of the 1st diagonal with two non-abbott balloon catheters. After control the plad showed a non significant lesion, extensive thrombosis of the lad, which was treated with an aspiration catheter. Final control: plad had a residual lesion, stenosed <30% with a discrete thrombotic aspect at the lesion; coronary flow was timi 3. No additional information was provided.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4).